Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent an unknown breast surgery with a mentor memorygel 750cc silicone prosthesis experienced right sided rupture post procedure. The report indicated that when the doctor pulled the drain, he noticed the silicone goo, and that breast was soft and mushy as if the shell is completely compromised. As a result the ruptured implant was replaced with another mentor memory gel smooth 750cc on (B)(6) 2020.

Manufacturer narrative:
On january 5, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Device evaluation completed on january 14, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the smooth uhp 750cc breast implant was found to be rupture. Please note that the product evaluation lab couldn't identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).